Manufacturer narrative:
Device was not implanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. The involved device that is being reported in this report was used on the same patient being reported in MDR report no. 1118880-2018-00065.

Event description:
The user facility reported that the needle leaks from the side of the hub during a popliteal arterial access when using the ik device. When it is attached to a syringe the saline squirts out from the side. The procedure outcome was good. The patient was reported to be in good condition. Additional information was received on 7/3/18: the procedure was completed using the device. The doctor discovered the leak while attempting to inject lidocaine through the access needle into the subcutaneous tissue. The doctor opened a second device and the lumen of the needle was patent, the wire passed through, and the sheath passed over the wire. Additional information was received on 7/17/18: the syringe was a 10ml b&d syringe with lidocaine. The plastic hub of the needle not the needle itself was leaking.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to 1. It was stated that "the involved device that is being reported in this report was used on the same patient being reported in MDR report no. 1118880-2018-00065", the correct statement is "the involved device that is being reported in this report was used on the same patient being reported in MDR report no. 1118880-2018-00066", and provide the completed investigation results. One 21g needle was returned for evaluation. Visual inspection no anomalies. Functional testing was conducted. A syringe full of water was attached to the needle. When the needle was flushed, water sprayed from the hub at an angle. Microscopic images of the hub revealed deformation of the hub. An indentation was present that created a channel for water to spray out of the hub. Terumo is currently investigating the reported event to determine the exact cause.